Manufacturer narrative:
Device evaluated by MFR.: promus select 20 x 3.00mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified no damage. The stent was securely crimped between both markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no tip damage. A visual and tactile examination of the hypotube shaft found no damage. Visual, microscopic and tactile examinations of the distal extrusion identified no damage. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 20 x 3.00 promus premier select drug-eluting stent (des) was advanced for treatment. However, the device failed to cross the lesion and the stent got damaged. The device was removed and the procedure was completed with another 3x20 promus premier select des. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the calcified left anterior descending artery. A 20 x 3.00 promus premier select drug-eluting stent (des) was advanced for treatment. However, the device failed to cross the lesion and the stent got damaged. The device was removed and the procedure was completed with another 3x20 promus premier select des. No patient complications were reported.